Event description:
It was reported that the pta balloon dilatation catheter became lodged in the introducer sheath during removal from the pt. Both the introducer sheath and the pta balloon dilatation catheter were removed from the pt as a single unit. No further treatment was performed. No pt injury.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has not yet been returned to the MFR for eval to date. The investigation is currently underway.